Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred related to a failure of the device to charge it's internal battery. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a failure of a ventilator to charge it's internal battery. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.